Manufacturer narrative:
The customer reports a thin liquid in the syringe. The manufacturing site did not receive any samples or photographs for evaluation. Therefore, the reported issue could not be confirmed. The device history record for lot 608825x <(>&<)> 612434x was reviewed. This product was manufactured and the syringes were physically tested with 0 defects recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming products identified relating to this customer report. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Some potential conditions that are inspected for include, but are not limited to water in assembled unit, damaged product or components, poor workmanship, particulates or extraneous matter in fluid pathway, and excessive lubricant. Molding processes are validated to ensure product quality during controlled processing. Preventative maintenance of the molding tool is conducted at required frequencies in order to ensure process capability is maintained. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. Without a representative sample(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. In addition, without sample, a root cause cannot be determined at this time. Per procedure, complaint trends are evaluated during a monthly CAPA meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a thin liquid in the syringe.